Event description:
It was reported that during a carotid stent procedure, the accunet recovery catheter was used with no difficulty whie navigating through the stent. It was reported than an angiogram was done right before recovery, and the vessel displayed significant spasm. During recovery of the filter basket, there was resistance. It appeared as if the markers had collapsed. The filter kept being pulled, while meeting a lot of resistance. The device looked like it had opened up again. An attempt was made to advance the recovery catheter, and again the wire was moving independent of the filter basket. An attempt was made to snare the separated filter basket when the filter basket migrated intracranially slightly. A wire was passed, and ultimately, the basket was stent to the vessel wall using two vision balloon expandable stents, one distal and one proximal to overlap the entire length of the filter basket. The blow was good and the pt was reported to be doing fine.